Event description:
(B)(6). Mother (B)(6) has surgery scheduled (B)(6) for nexus cmf. The doctor is dr (B)(6) in (B)(6). Mold taken on (B)(6) 2015. Doctor/nexus is moving forward with nexus implant despite the warning letter.